Event description:
A distributor in france reported that a customer's pump had a cracked or shattered touchscreen. There was no reported impact to the customer¿s blood glucose level. While the pump was able to start, charge, and be recognized by a computer, the screen remained black and unresponsive. The device was scheduled for return, and the customer was provided with a replacement pump.